Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was connected to a patient using physio-brand quik-combo therapy electrodes (lot unknown and expiration date 2021-04). They delivered defibrillation energy to the patient and the patient's skin was burned. It is unknown how severe the burn was. No further patient information was provided. There was no allegation of a product malfunction. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and electrodes and was unable to determine the cause of the reported issue. The electrodes accessory were retained by physio-control. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was connected to a patient using physio-brand quik-combo therapy electrodes (lot unknown and expiration date 2021-04). They delivered defibrillation energy to the patient and the patient's skin was burned. It is unknown how severe the burn was. No further patient information was provided. There was no allegation of a product malfunction. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.